Event description:
It was reported that during a remote follow up, the device was unable to be interrogated using radio frequency (rf) telemetry. No intervention has been performed at this time. The patient was in stable condition.

Event description:
Additional information was received indicating the device was unable to be interrogated due to mistyped information in the merlin.net profile.